Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patients ipg was replaced and repositioned. The patient was doing well postoperatively and the explanted ipg will not be returned.